Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the pump and denied damage to the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: during investigation, there were no power losses observed in the black box. There was no damage found to the battery cap or to the battery compartment. The battery cap was able to attach securely to the pump. The pump powered on to a call service 006 alarm. The pump was opened and there was no damage found to the power circuit. The original power complaint was unable to be adequately investigated due to a call service alarm that was unable to be cleared due to an eeprom failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.